Event description:
Same case as MFR's report # 6000093-2006-01839. Tap. It was reported that 245 days after implantation of a 2.75x8mm and 2.75x20mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the moderately calcified, non-tortuous left circumflex artery (lcx). A pre-intervention stenosis of 70-90% was reported. The lesion was predilated with a 2.0x15mm maverick balloon. Percutaneous transluminal coronary angioplasty (ptca) was performed using 2.25x10mm and 2.0x6mm cutting balloons. A 2.75x20mm taxus stent was deployed mid lcx. The stent was post-dilated with a 2.75x8mm quantum maverick balloon. A post-intervention residual stenosis was not reported. The pt rec'd heparin, nitroglycerin, hydralazine, and morphine during the procedure. Pt complications were reported as "none." It was reported that four days after the procedure, percutaneous intervention was performed again on the mid lcx. A lesion was also noted in the 1st obtuse marginal artery. Ptca was performed on both vessels with a 2.75x12mm quantum maverick balloon using the kissing balloon technique. A 2.75x8mm taxus stent was deployed in the lcx in the region of the lesion. The pt rec'd heparin, nitroglycerin, and lopressor during the procedure. Complications were reported as "none." The pt presented 245 days after the initial procedure with a 90% in-stent restenosis in the "two most proximal mid lcx stents." The lesions were pre-dilated with 2.5x15mm maverick balloon. Intravascualr ultrasonography was performed revealing "moderate intimal hyperplasia." Overlapping 2.5x28mm and 2.5x8mm cypher drug eluting stents were deployed in the region of the lesions. The stents were post-dilated with a 2.75x15mm quantum maverick balloon. A post intervenion residual stenosis was not reported. The pt rec'd plavix, aspirin, heparin, and nicardipine during; and plavix after the procedure. Complications were reported as "none." The pt's condition was reported as "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8658343 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.